Manufacturer narrative:
Contact office phone: (B)(4).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device had touchscreen issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer just replaced the liquid crystal display (lcd) thinking that it would solve the touchscreen issue which it didn't. The rse recommended to replacing the touchscreen. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on (B)(6) 2024 to try to obtain further information about this case, but no response received from the customer. The device resolution data is not available, and philips is unavailable to determine if the device failed to meet specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.